Event description:
Customer reported the insulin delivery of the infusion device is inaccurate and this has caused erratic blood glucose levels of 70 mg/dl- 525 mg/dl. No adverse event was reported. The alleged product was requested for evaluation.